Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00995. It was reported that acute stent thrombosis, chest pain, and hypotension occurred. The patient presented with chest pain. Vascular access was obtained via the right femoral artery. The 75% stenosed target lesions was located in the slightly tortuous mid and distal right coronary artery (rca). Following angiography, a 4.0 jr guide catheter was engaged in rca. The patient was started on angiomax drip. A non-bsc guide wire crossed the lesion placing the wire in the distal part of the coronary artery and subsequently into the distal branches. Initially, the more severe lesion which was the more distal lesion, was predilated using a 2.5x20mm emerge balloon catheter. The balloon angioplasty was done initially at 6 atmospheres and subsequently at 10 atmospheres which improved the flow and also reduced the stenosis, but there was significant haziness and evidence of a clot in the site. There was also evidence of a thrombus within the lesion. At this point, a 3.0x28mm ion drug-eluting stent was loaded in a wire, advanced to the lesion site, and properly positioned to cover the entire area of the stenosis. The stent was deployed at nominal and post-dilated to 13 atmospheres. After removal of the stent delivery device, 0% residual disease was noted at that site with a timi 3 flow in the distal vessel. There was no any clear-cut evidence of a distal embolic event, however, minimal distal embolization was suspected which may account for some of the patient's chest pain, but no dissection was identified. Subsequently, a closer attention to the area in the mid rca was observed. The mid rca appeared to have also disease, and therefore a 3.0x20mm ion stent was deployed. The stent was properly positioned to cover the entire mid part of rca. The stent was deployed at nominal, postdilated to 15 atmospheres with a final lumen of 3.26mm. After removal of the stent delivery device, angiogram revealed 0% residual disease at this site. No evidence of dissection was noted. Timi 3 flow was noted in distal vessel. The patient did have some chest pain which is probably from microembolization, but no evidence of a flow limiting lesion was identified in either one of the sites. The procedure was completed. No patient complications were reported and the patient's status was stable. The patient was given a loading dose of brilinta in the cardiac catheterization laboratory (ccl) and had already received aspirin. The patient was given recommendation the importance of smoking cessation as well as adherence to the medical regimen in order to minimize the possibility of a stent thrombosis. About two hours after being in the unit, the patient started having severe chest pain with a drop in the blood pressure and evidence of st elevation of inferolateral leads. The patient was brought back in the ccl. The physician did another procedure. Vascular access was obtained via the right femoral artery with the existing arterial sheath and a 4.0 jr guide catheter. Subsequently, angiogram obtained which revealed the more proximal stent within the mid rca was still having a flow with it, but the more distal stent in a distal rca was totally occluded with a thrombosis of the stent and there was no evidence of antegrade flow within the artery. After a non-bsc guidewire crossed the lesion, a 3.0x20mm balloon catheter was introduced into the artery but was unsuccessful as the balloon would catch the bend within the more proximal stent. A non-bsc guidewire was used as a buddy wire and subsequently, was able to advance a 2.5x20mm emerge balloon over the guidewire into the distal part of the rca. The area within the stent was dilated three times at 12 to 14 atmospheres and flow was once again reestablished within the rca, but there was significant amount of thrombus within that segment as it had been also noted on the previous initial angiogram. A 3.0x20mm emerge balloon catheter was introduced into the artery, both the distal stent as well as mid rca stent were both dilated at 14 and 15 atmospheres multiple times. Once again the flow within the stents are adequate, but there was significant amount of thrombus that are still residual within the stent. A 3.5 noncompliant balloon catheter was loaded on a wire, advanced over the guidewire into the more distal lesion. The stent was dilated once again at 13 and 14 atmospheres. Balloon inflations were maintained right within the stented segment and using the same balloon. The stent in the mid part of rca was also postdilated. Angiogram revealed the stents at this point had adequate flow within and significant improvement, but the very distal part of rca did not have adequate flow within it and the major part of rca would not fill at this point. A spasm or a dissection was suspected of that segment or distal embolization be the cause. A 2.5x20mm emerge balloon catheter was advanced into that area. Balloon inflation was done as a low pressure inflation and despite that was well as giving a nitro intracoronary, there was no improvement of a flow in the very distal part of the vessel and since the patient was still having a significant amount of chest pain, it was decided to contact the cardiothoracic surgeon on call to come and evaluate the patient for possible bypass surgery and revascularizing the distal rca as it is a large caliber vessel. A 34ml intraaortic balloon pump catheter was inserted using the same right arterial site after exchanging the sheath over the wire and after doing so, the balloon pump was activated at the full 1:1 counterpulsation. With insertion of a balloon pump, the patient's chest pain improved from severe to about 4/10. The patient was then transferred from the ccl to the operation room.